Event description:
It was reported that two pathfinder closure tops stripped during final tightening. Two new closure tops were used to complete the case. There was no delay or impact to the patient. This is report two of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2022-00096.

Manufacturer narrative:
Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation: visual inspection revealed no damage to either the screw drives or threads. Root cause: root cause was unable to be determined as no product issue was identified on the returned devices. DHR review: per DHR review, the parts were likely conforming when they left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that two pathfinder closure tops stripped during final tightening. Two new closure tops were used to complete the case. There was no delay or impact to the patient. This is report two of two for this event.